Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed during prime and insulin did not exit. The insulin pump was not bumped, dropped or exposed to moisture. The drive support cap is flush. Blood glucose value is 105 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump was unable to prime during the prime test, due to protruded and loose drive support disk. No prime alarm. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.